Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of normal saline, at a rate of 100ml/hr, via a plum pump. It was reported that at 1000, the delivery was started. The customer contact indicated that at 1400 while the patient was ambulating, the tubing separated from an unspecified location on the distal clave y-site. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.